Manufacturer narrative:
Section is populated with the UDI number. Date of event: 2009.

Event description:
A report was received that during charging the patient experienced a burn on the skin. The patient's charging unit was replaced.

Manufacturer narrative:
Additional information was received that the burn was not due to device malfunction or patient misuse. There was no medical intervention for the burn.

Event description:
A report was received that the patient stated the charger burns him badly.